Event description:
The fe reported that the system produced uncommanded x-rays. This event occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray switch on c-arm was evaluated with no defects found. The system flash memory was cleared and calibration files were reloaded during service. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.